Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis [pd] patient experienced drain issues during treatment. The patient remained asymptomatic. Fill ml: 0, drain ml: 985; 1, 1999, 1791; 2, 1808, 1802; 3, 1795, 1797; 4, 1795, 1911; 5, 1502, 3700. The reported drain volume of 3700 ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the event.